Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of a left ventricular (lv) lead, a dissection of the coronary sinus (cs) in the area behind the cs ostium occurred during cs intubation. The dissection was not treated, further cs intubation was stopped, and the lv lead was not implanted. Future implant is planned after the dissection has healed. The patient was in stable condition.